Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing leading to pacing inhibition. It was suspected that this lead was fractured. Surgical intervention was taken to cap and replace the lead. No additional adverse patient effects were reported.